Manufacturer narrative:
The returned device was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 40+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. Use error is therefore, determined to be the root cause of the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptable criteria.

Event description:
The customer reported having a headache.